Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump may have gotten wet. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted in the 400's (mg/dl). It was indicated that the customer would contact their healthcare provider regarding their elevated bgs and to obtain alternate insulin therapy.